Event description:
According to the reporter, during a laparoscopic low anterior resection, the device was unable to fire and the surgeon was unable to squeeze the handle during resection of the colon. The device was replaced to complete the procedure. There was no patient injury.